Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735768. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after a manufacturer representative (rep) replaced a computer on the system, the main cart displayed "no video detected". The camera cart monitor displayed the pcoip message indicating it was unable to establish a connection with the main cart. While troubleshooting no lights were present anywhere on the computer, the v1 light on the uninterruptible power supply (ups) was illuminated green. The rep reported there was no v1 cable in the system. The rep removed the power cable from the original computer and installed that on the replacement computer then the lights were illuminated on the computer but the main monitor displayed "no video detected." The rep reseated the hdmi to the main monitor and the issue was resolved. There was no patient involvement.